Event description:
It was reported that the system 9800's c-arm would not move vertically. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
It was determined through a phone investigation by a ge representative that the standby key switch unit, which allows for vertical movement, was defective. A spare key switch unit was installed by the user and the system operated normally.